Event description:
The lot number and use by date on the test strip vial bottle has rubbed off. No actions were taken and no treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.